Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated with juvéderm® volift¿ with lidocaine. Four months later after treatment, there was a presence of granulomas at the lip level, swelling, and redness. Additionally, the healthcare professional noted that the patient was injected with 1ml of juvéderm® volift¿ with lidocaine. There was an appearance of granulomas on the upper and lower lip that appeared 4 months after surgery. The patient had previous injections using juvéderm® voluma¿ with lidocaine in the ck1-2-3. The patient was treated with ¿bentelan 2mg/day for 15 day. The symptoms are ongoing.